Event description:
It was reported during use the foley catheter sterile water leakage from the funnel near the three-pronged fork was discovered. It was immediately removed and when we tried to inject sterile distilled water outside the body again, sterile water leaked from the funnel near the three-pronged fork.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12182448. The root cause for this failure, per CAPA 12182448, is the silicone injected into the forming cavity is entering pre-cured, which causes overheating in the gate area or injection point, as a result, the breaking point between the gate and the molded part is not properly generated, which prevents automatic separation. This requires manual detachment, increasing the risk of perforation at the adapter injection point due to the high temperature in the gate caused by the lack of flow in the jacket. Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 12182448. Refer to CAPA 12182448 for further details. Correction: d,e,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during use the foley catheter sterile water leakage from the funnel near the three-pronged fork was discovered. It was immediately removed and when we tried to inject sterile distilled water outside the body again, sterile water leaked from the funnel near the three-pronged fork.